Event description:
The hcp reported the pt experienced withdrawal and pain after having an MRI. The pump had been infusing morphine 13 mg/ml and clonidine 250 mcg/ml. A rotor stall was determined. The pump was explanted and replaced. A follow up report will be sent when addtional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.